Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device continued to delivery the temporary basal rate (tbr) outside of it's programmed time. The caller alleged that she set a tbr for 4 hours, but the pump continues to delivery the tbr past this time limit. The customer must manually cancel the tbr herself. This has resulted in low blood glucose levels.